Event description:
It was reported that the patient was originally implanted for a periprosthetic fracture on (B)(6) 2013. Six weeks later the patient presented with a partially broken plate. The surgeon brought the patient back to surgery on (B)(6) 2013. The plate, screws and cable were all completely removed and replaced with a new plate. This is report 1 of 1 for complaint (B)(4).

Event description:
The patient also had a delayed healing of a non-union with the broken plate. The broken plate was removed easily. The procedure was completed successfully without further medical intervention.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. The year of birth reported as 1931. (B)(6). Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
One part 4.5mm curved broad lcp plate 12 holes/229mm was received for evaluation. A visual inspection of the returned part revealed the plate to have a bend of 35 deg in the anterior direction and a bend of 10 deg in the direction away from the curved radius. The plate was observed have a complete break on the interior radius at combi hole # 7 and an associated stress fracture on the opposite side of the same combi hole. Numerous deep gouges are observed on the anterior surface at combi holes 5 and 6. A burr is observed on the anterior combi hole point 8. Numerous deep gouges and scratches are observed on the posterior side along the entire length. A set of 3 witness marks are observed coincident to combi holes 3, 4, and 5 on the edges of both sides of the plate. A larger witness mark consistent with those found at holes 3, 4, and 5 is found between combi holes 9 and 10. These witness marks are consistent with those caused by cables used to secure the plate in place of cortical screws. The associated drawings were reviewed during this evaluation. The plate was fabricated from cold worked, implant quality electro-polished 316l stainless steel which is typical material used for a plate of this type. The plate was etched for passivity. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. Due to the returned part condition, all related features are not measurable, and therefore this complaint is deemed indeterminate. Contact name changed to (B)(6) manager.